Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The connection was broken at the venous-end of catheter after finishing dialysis. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.